Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of the tip of the basket prematurely detached. Block h11: the trapezoid rx was returned for analysis. The trapezoid rx returned without the tip. The side car rx was pushed back and torn resulting in the basket wires being unable to deploy. The investigation finding of side car rx pushed back was likely due to amount of force applied to the thumb ring from the handle when trying to destroy the stone. With excessive force, the working length tends to retract itself, pushing back the side car rx. In addition, the interaction with the guidewire during the procedure and the technique used by the physician, could have caused the side car rx to tear at the beginning of the guide wire channel. Additionally, it was reported that the device basket had the stone inside when the tip was detached. However, this is how the device is intended to work if the stone cannot be crushed. It's most likely that the hardness of the stone didn't allow the basket to destroy it, and the device deployed the tip to release the stone safely. Taking all available information into consideration, the root cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2024. During the procedure, the tip of the basket prematurely detached when attempting to crush a 2cm stone. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2024. During the procedure, the tip of the basket prematurely detached when attempting to crush a 2cm stone. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of the tip of the basket prematurely detached.